Manufacturer narrative:
The user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review could not be completed for the reported event date due to lack of recent device sync data. The user reported receiving an occlusion alert and performing multiple supply changes; however, hyperglycemia persisted and no additional occlusion alerts were reported. Based on available information, a device malfunction could not be confirmed and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 30-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 300 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.